Event description:
It was reported that the patient with artificial urinary sphincter (aus) experienced recurring incontinence. The physician suspected the device was not providing enough pressure. The device was removed and replaced. No additional patient complications were reported.